Event description:
A (B)(6) female with a longstanding history of menorrhagia and numerous endometrial polyps elected to proceed with endometrial ablation and also sterilization. On (B)(6) 2012 she underwent video hysteroscopy, dilatation and curettage polypectomy, endometrial ablation thermachoice, and bilateral tubal occlusion with essure. Examination under anesthesia noted the uterus was top normal in size, mobile. No uterine or adnexal masses noted. A rigid diagnostic hysteroscopy was utilized. This indicated numerous small endometrial polyps, however, no significant concerns otherwise. There was a large calcified endocervical polyp which was removed at the beginning of the surgery. Endometrial curettings were also performed. An immediate frozen section analysis was performed. Thermachoice endometrial ablation was performed in standard fashion. The essure procedure was to be performed coincident to the above-noted procedures. However, following the thermachoice, the surgeon could not visualize the tubal ostia at all, despite taking time to use small operating forceps. While attempting to remove excess tissue to visualize the opening of the ostia, the lower jaw of the semi-rigid alligator grasping forcep broke off in the uterus. A different semi-rigid alligator grasping forcep was utilized to retrieve the broken piece left behind in the uterus with success. No harm or injury was caused to the patient.